Manufacturer narrative:
After inserting and pulling back the fifth coil, a 7x21 trufill dcs complex fill orbit, many times due to the previous coil looping out of the aneurysm, the 7x21 coil stuck and could not be moved despite repositioning of the sl10/boston scientific microcatheter. During this manipulation, the microcatheter was repositioned over the coil, and it was reported that this contributed to the event. The hypotube of the coil delivery system then separated. The device was removed by cutting the hub of the microcatheter and using a goose neck snare. However, the coil unraveled and could not be removed entirely. The coil separated and was placed in the vessel between the internal carotid-anterior choroidal aneurysm and the petrous segment. The point of the coil separation is not known; it is not known if any part of the coil remained in the distal end of the delivery system. Migration of the coil was not observed and it seemed that the coil was closely attached to the vessel wall. There was no further treatment or intervention for the coil that remained in the patient. The procedure was continued and completed using noncordis coils. The patient is in stable condition. There is no information available regarding the aneurysm characteristics or size. Prior to the event, four coils (terumo complex18 12x31 /11x28/compass18 10x38, and orbit 637cf0925) had been placed. A constant and dedicated flush was maintained through the microcatheter. During insertion of the fifth coil, the 7x21 orbit into the aneurysm, the third loop of the previously placed orbit coil came out of the aneurysm frequently. Therefore, the fifth coil was repositioned many times. The previously placed orbit ultimately remained positioned fully in the aneurysm. The delivery system of the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot final assembly lot 13471394 and coil subassembly lots 14085705 and 14080822 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A review of process monitoring found no excursion for lot 13471394. Although no conclusion can be made based on the available information, it is possible that procedural factors including aneurysm characteristics and coil sizing contributed to the reported difficulty placing the fifth coil in the aneurysm. This along with the device manipulation and repositioning of the microcatheter over the coil appears to have contributed to the subsequent events reported. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. In addition it cautions to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Without the return of the device for analysis, no conclusion can be made; however, based on the device history record review, there is no indication that it is related to the manufacturing process. With review of the available information it appears that procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Additionally, it was reported that during the procedure, the coil was left in the aneurysm, while the microcatheter was repositioned, and this contributed to the reported event. A constant and dedicated flush was maintained in the systems. During the multiple of pulling back of the coil, all the movements were conducted under constant fluoroscopic guidance. The coil separated from the delivery system. No further information was available.additional information will be submitted within 30 days of receipt.

Event description:
The vessel was moderately calcified and tortuous. Coil embolization for ic-anterior choroidal aneurysm. The coil 637cf0721 (complaint product) was used after 4 coils (terumo complex18 12x31 /11x28/compass18 10x38, and orbit 637cf0925) were placed. While the coil 637cf0721 (complaint product) was inserted in the aneurysm, the 3rd loop of the previously placed orbit coil came out of the aneurysm frequently. Therefore, the 637cf0721 was inserted and pulled back many times. The coil was stuck during about the 5th attempt to pull back, and could not be moved though the microcatheter (sl10, boston scientific (B) (4)) position was adjusted. Then the hypo tube of the delivery system was split, and the microcatheter hub was cut to pull back the coil using the goose neck snare. The delivery system was removed completely from the patient. However, the coil was completely unraveled and could not be removed entirely. The coil was separated and placed in the vessel between the aneurysm (ic-anterior chorodial artery) and the petrosal portion. Migration of the coil was not observed, and it seemed the coil was closely attached to the vessel wall. Any additional treatment was not provided for the remained coil. The procedure was continued and completed using competitor¿s products. The patient is in stable condition.